Event description:
It was reported to boston scientific corporation on january 23, 2009, that a microknife xl triple lumen needle knife was used during removal of a gastic lapband performed in 2009. According to the complainant, during testing, the wire broke in the handle preventing the needle from extending from the device. The procedure was completed with a laproscopic device (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.